Event description:
It was reported that the insulin pump has a partial display. The middle of the display is missing. It was stated that the device was not bumped or dropped. Anomaly persist after battery change. Blood glucose value is 129 mg/dl. Nothing further reported

Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked zebra connector. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.